Manufacturer narrative:
According to the customer, at the end of august the device "stopped working" and the user is missing "multiple albuterol treatments" per day and is "wheezing." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, at the end of august the device "stopped working" and the user is missing "multiple albuterol treatments" per day and is "wheezing."

Manufacturer narrative:
Update to d4: lot #, sn #. Update to h4: device manufacture date.